Event description:
Manufacturer received implant and warranty registration card that reported the pt had their vns system reimplanted for: end of service, lead discontinuity and high impedence. Good faith attempts have been made for additional details surrounding the reported lead break, high impedence. The explanting hospital policy is not to release explanted products.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.